Event description:
It was reported that customer was playing and the sensor cannula may have broken off in his body. Customer's father was not sure if it actually had broken off in customer's body. Customer was advised to talk to his doctor and call back with an update. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.